Event description:
Customer e-mailed lfs alleging that several meters had a date and time issue. Reported that the meter times would randomly revert to pacific standard time for no apparent reason, also explained that after downloading the meter's data to the in touch software, the year would change from "2002" to "2004" on printed reports. Customer considered this a big problem when trying to predict imminent risk of severe hypoglycemia. There are approximately "500" meters used in the study, funded by lfs, to determine severe hypoglycemia. The meters may be replaced as needed. Issue was not resolved. No adverse event or serious injury occurred. No further information was provided.